Manufacturer narrative:
(B)(4). Only event year known: 2022. Additional information was requested, and the following was received: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Tyvek was broken. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? None. Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? When circulation nurse wanted to open the product, she noticed that the tyvek was broken. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Tyvek was broken. 5. Did the damage of the primary packaging compromise the sterility of the device? None. Analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tct75 device was returned outside of its packaging along with a tyvek. Upon visual inspection, it was observed that the tyvek was damaged (ripped); the damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the package was broken. There were no patient consequences. Procedure: unknown.